Manufacturer narrative:
(B)(4). Date article was published. (B)(6). Report source, literature - spross, c. Et al (2017). How bone quality may influence intraoperative and early postoperative problems after angular stable open reduction¿internal fixation of proximal humeral fractures. The journal of shoulder and elbow surgery, 26(9), 1566¿1572. Doi: 10.1016/j.jse.2017.02.026. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were thirty-three fracture cases with at least one head protruding into the joint. All thirty-three patients underwent revision with exchange and removal of the protruding screw or removal of the plate and screws if the fracture was healed. Attempts have been made and additional information on the reported event is unavailable.